Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The displacement test functioning properly. The motor was tested outside of the device and passed. The test guardian link with the glucose sensor simulator and the test bg meter communicates properly to the pump noted and the bg readings registered properly in the daily history noted. The test reservoir units left matches properly to the units left in the pump status screen noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they recently had a blood glucose level of 20 mg/dl, which was treated with food and glucose tablets. Low blood glucose troubleshooting was declined. The insulin pump was not replaced or returned for analysis.